Event description:
It was reported the patient underwent scs system explant on an unknown date for an unknown reason. No further information is available.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The event of system explant for an unknown reason was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.